Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to wipe the gold contacts with an alcohol wipe and to make sure the tower was off when the scope is plugged. Tac emailed leak test considerations and directed the customer to check the leak tester cap for damage and not to connect it wet. A follow up was made and customer confirmed that the issue was resolved by turning off the console and reseating the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display b30 error with multiple 190 series scope. The event occurred during preparation for use, prior to diagnostic procedure. There was no patient harm or user injury reported due to the event.